Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) implant with mount and screw were returned for investigation. Visual inspection of the as returned product identified fractured implant and fracture mount hex. Based on the evaluation, device malfunction had occurred. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was completed for the subject lot number 1234912. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234912) for similar events using keyword categories damaged drive feature, fracture implant, fracture mount and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and events and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events are customer error with incorrect assembly of the mount to the implant, excessive loading on implant assembly and implant is loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028, k013227.

Event description:
It was reported that the hex of the seating / impression post broke off in implant while placing. It was hard to try to remove the implant after seating in jaw, with broken piece in it. The implant was fractured / banged up due to trying to grab and hold implant. As a result of event, bone loss reported.